Event description:
The customer's mother called to report that her daughter was taken to the ER due to a hypoglycemic episode. Her bg reading upon arriving at the ER was 27 mg/dl (taken with the hospital staff's meter); the pdm had given a reading of 123 mg/dl. To test the accuracy of the pdm's bg readings, hospital staff checked pdm meter readings against the readings of a "handheld" meter a few times - results were within an acceptable 20% range. The customer was treated with a glucose drip and released after five hours. It should be noted that the customer's mother reported purchasing a back-up meter after the incident to "double-check the pdm meter readings" - she has noticed "disparate readings", with most being "at the extreme end" of the acceptable 20% range. Note: the report indicated that a pod was being worn "without mishap" for 36-48 hours prior to the reported event.

Manufacturer narrative:
The device involved was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.